Event description:
The patient had anterior knee pain and mild instability and the cause is unknown. At about 5 years and 11 months post primary the surgeon resurfaced the patient's natural patella and upsized the poly. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 june 2024. Lot 171072: (B)(4) items manufactured and released on 30-may-2017. Expiration date: 2022-05-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.